Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check with tandem technical support, the occlusion was found to be related to the cartridge. While filling a cartridge, resistance was felt. Customer loaded another cartridge. Blood glucose was 337 mg/dl.